Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported on behalf of a patient who experienced left side rupture," "flaking apart inside," "sharp breast pain, uncomfortable rubbing sensations when jogging," numbness of skin between nipple and incision" and silicone in capsules. The device has been explanted.